Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported loose dovetail.

Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. The company service representative examined the system and replicated the reported event. To resolve the issue, the company service representative tightened the two screws on the dovetail. The system was then tested and met all product specifications. The root cause of the reported event is attributed to internal component wear/reliability. The manufacturer internal reference number is:(B)(4).